Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Device explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, white particles in the shell and creases flat. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Device explanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV.